Manufacturer narrative:
Date of event: exact date of event is unknown; event reportedly occurred in 2019 510k: this report is for an unknown locking screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that on (B)(6) 2019, a patient underwent a hardware removal of proximal femoral nail antirotation (pfna) nail due to internal rotation of the femur and incorrect implantation of the device. There was a five (5) minutes surgical delay. The revision procedure went as planned and the devices were removed successfully. This report is for an unknown locking screw. This is report 3 of 3 for (B)(4).